Event description:
The implant broke while in the patient's mouth. Implant fracture at the apex, and it came out (B)(6) 2019.

Event description:
The implant broke while in the patient's mouth. Implant fracture at the apex, and it came out (B)(6) 2019.